Event description:
Patient presented with pain, the surgeon revised the tkr thinking that he would replace the patella that had not been replaced during the original tkr. During the revision he discovered that the femur was loose with only fibrous growth onto the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.